Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing the tip of the device was identified to be broken off. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing the tip of the device was identified to be broken off. No patient involvement or procedural delays were reported with this event.